Event description:
It was reported that during training the infusion set was deployed incorrectly or the infusion set connector was not attached correctly, and a replacement shipment of infusion sets and cartridges was arranged via ground delivery. No reported alerts or alarms and no reported adverse clinical effects. Outcomes included replacement supplies shipped to the confirmed address with no further clinical impact. Investigation included review of the reported use error and supply fulfillment. Investigation of this case revealed user setup error related to infusion set deployment or connection; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set application.